Manufacturer narrative:
Event date & date of explant are unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode, model: 3166, UDI: (B)(4), serial: unknown, batch: 3768703; common device name: scs quattrode, model: 3166, UDI: (B)(4), serial: unknown, batch: 3792210; common device name: scs quattrode, model: 3166, UDI: (B)(4), serial: unknown, batch: 3792210.

Event description:
It was reported that the entire system was explanted after a couple of months due to headaches. The exact date of explant is unknown. It is unknown which lead caused/contributed to this event.